Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was stuck on the black screen and was not working. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and was not working. A field service engineer inspected and found that the full-height drawer was not detected on the bus, replaced the pyxibus module controller board, drawer boards, and the retractor band, then ran hardware test application (hta) diagnostics on the full-height drawer. The test passed successfully, confirming proper drawer functionality. The system functioned as intended after the field service engineer repaired the device.